Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver levophed 16mg/250ml, at a rate of 0.4mcg/kg/min, and the delivery was started. No further programming parameters were provided. On (B)(6) 2013 at 0339, the pt was transferred from the emergency room to the intensive care unit (ICU). At 0405, the nurse reported the device alarmed with an s321 (motor error - pmc, left) alarm code. At that time, the nurse was not able to clear the alarm code or eject the tubing set from the device. It was reported during this time, the pt's blood pressure decreased to 64/41mmhg from a reported 120-150/80-90mmhg. The physician was notified. The pt was treated with an unspecified concentration of phenylephrine IV push and an unspecified fluid bolus. After approx 6 minutes therapy was resumed using a replacement device and tubing set. Though requested, no additional information was provided, including the pt's blood pressure subsequent to the treatment.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 between 0344 and 0345, channel b of the device was programmed using the drug library, for an unspecified runner medication. Channel a of the device was programmed using the drug library to deliver norepinephrine 16mg/250ml, with a pt weight of (B)(6), 200ml vtbi (volume to be infused), with a dose rate value of 1mcg/kg/min which was a soft override of the upper soft limit of 0.5mcg. At 0348, the delivery started. At 0353, an occlusion alarm occurred and was silenced, cleared rate was reprogrammed to 0.4mcg/kg/min and the delivery was started. At 0405, the device alarmed for s321, the program was cleared, the load/eject button was pressed 2 times. At 0417, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.